Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: concomitant device reported. H3, h4, h6: device history lot : product code: 208.434. Lot number: 75p3207. Manufacturing site: grenchen. Release to warehouse date: 26. October 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H6: investigation summary: picture review: based on the provided picture it can be confirmed that one package is empty. It looks like the sealing is still intact. The lot# of the empty package was identified as lot#75p3207. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1/g4. Device manufacture date & site updated.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is (B)(6) representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date that customer discovered one screw was missing from the delivered package. There was no procedure and the patient involvement are reported. This complaint involves one (1) device. This report is for (1) 6.5mm cannulated screw 32mm thread 60mm this is report 1 of 1 (B)(4).